Event description:
At about 6 years and 2 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem with a competitor stem and revised the head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25-oct-2022: lot 155648: (B)(4) items manufactured and released on 23-dec-2015. Expiration date: 2020-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.